Event description:
It was reported that the lead integrity alert (lia) has triggered multiple times for the right ventricular (rv) lead. The alert is now programmed off but the warning re-occurred (B)(6) 2022 with most recent interrogation on (B)(6) 2022. It was noted that lia triggered due to oversensing in the fonn of high rate non-sustained episodes and increased short v-v intervals. Additionally the rv lead also exhibited high rv thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event. 705150844 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).